Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer would not boot up, then the engineer tried to run the service disk. After this, an error was displayed on a black screen with text. The programmer was expected to be returned to the manufacturer, however local regulations made this process difficult. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. As a result the software was reloaded.

Event description:
It was reported that the programmer would not boot up, then the engineer tried to run the service disk. After this, an error was displayed on a black screen with text. The programmer was later returned to the manufacturer. There was no patient involvement.